Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with an aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to unknown reason. The procedure was performed with a 23mm non-edwards transcatheter valve. The device was not returned for evaluation as it remained implanted. No further information was provided by the doctor, such as model, size, serial number, failure mode, if the patient experienced any symptoms, patient status, or patient information.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.